Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that a ar-9811 apollorf mp90 aspirating ablator buttons started to heat up. Then, the device made a "zap" sound, causing the towers, monitors, and console to shut off. The patient was not affected. This was discovered during an unspecified procedure with no reported patient harm. Additional information received on 2/5/2024: the case was completed using another rf console. This was discovered during a shoulder arthroscopy.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The device(s) were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error following the directions for use (dfu) safety instructions indicated on the dfu-0221-eor0-fmt-en and dfu-0242-eor0-fmt-en for the proper setting of the device. According to dfu-0242-eor0-fmt-en. Apollorf probe section f. Warnings. 3. Please be sure to read and understand the synergyrf console user¿s guide (arthrex dfu-0221-xx) prior to using any rf probes, as they are designed to be operated as a complete system. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.